Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 and 46 mg/dl. The customer¿s blood glucose level was 56 mg/dl at the time of the incident and current blood glucose is 162 mg/dl. The customer was treated with glucose tablets. The drive support cap appears normal. Troubleshooting was dose for low blood glucose and over delivery. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis. .